Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after the use of a tr band bleeding occurred after the second or third bolus of air was released. The patient was reported to be fine and stable. The procedure outcome was fine and successful. Additional information was received on 9/21/18: it was reported that the hospital applied pressure to control the patient's bleeding. The hospital put air in the band as normal procedure, released some air, then the bleeding occurred. Once the air was put back in the band and the band held air, the bleeding stopped. There was no major issues, concerns or problems with the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.